Event description:
A 26 mm diameter x 15 mm diameter x 16.5 cm length aneurx bifurcated stent graft system and its components were implanted into a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm size at time of implant was 60 mm diameter x 120 mm length. Vessel was non-tortuous with little calcifiation. This stent graft was originally implanted under the clinical study, the case report form stated that the pt elected to removethemselves from the study. " no follow thru from dr. Right femoral hard and throbbing.